Manufacturer narrative:
Tubing was functional. Cylinder performed within specifications. Cylinder had torn fabric and bulging. Pump crack pressure below specifications.

Event description:
The cylinders and pump were removed from the pt and replaced due to pt dissatisfaction-right cylinder had bulge.